Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code appropriate term / code not available was used as there were no device related clinical symptoms observed. The returned accolade cardiac resynchronization therapy pacemaker (crt-p) was analyzed and a review of the device memory noted no suspicious fault codes or resets while implanted. The device was put through and passed the returned products test. The hybrid current and low voltage power supplies were normal. The battery lab testing results all welds intact and no visible signs of anode or cathode damage. The analysis showed that due to the erratic power consumption and non-avx capacitors, hydrogen is an unlikely cause. The allegation of premature battery depletion (pbd) was confirmed however, the cause ws unknown. This particular device was not included in the advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was exhibiting premature battery depletion (pbd). A large increase in power was noted a month ago which was random and intermittent. Furthermore, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code appropriate term/code not available was used as there were no device related clinical symptoms observed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was exhibiting premature battery depletion (pbd). A large increase in power was noted a month ago which was random and intermittent. Furthermore, the device was explanted. No additional adverse patient effects were reported.